Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular (rv) exhibited high capture threshold and r wave amplitude variation. It was also observed that the lead had dislodged. Lead dislodgement was confirmed via fluoroscopy. During the attempt to reposition the lead, it was noted that the screw mechanism was stuck, and the helix could not be deployed. The lead was ultimately explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
The reported events included lead dislodgement, helix mechanism issue, r-wave amplitude variation, and high capture threshold. A complete lead was returned intact. The helix was found extended and clogged with body fluid. The reported helix mechanism issue was confirmed. Analysis identified over-torque of the inner coil at the connector region, consistent with procedural damage. Further examination revealed no anomalies or distortion of the helix that would have contributed to the reported issue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin, and the full helix extension length was within specification. The cause of the helix mechanism issue was attributed to the helix being clogged with body fluid and over-torque of the inner coil. The reported events of r-wave amplitude variation and high capture threshold were not confirmed. Electrical testing showed no evidence of conductor fractures or internal shorts, and visual inspection revealed no additional anomalies.